Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the bending section cover/distal sheath (a-rubber glue) is missing. Based on the results of the investigation, the most probable cause suggests that due to some kind of stress such as damage or deterioration of parts, electrical problems, environmental temperature problems, and maintenance problems. The most probable cause of this complaint is expected or a random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited that the bending section cover/distal sheath (a-rubber glue) is missing. The issue was found during reprocessing on the device. There was no patient involvement.